Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service rep reported that the rubber feet on the roller pump were rotten. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.